Manufacturer narrative:
(B)(4). Retainer ring = black. Unit p-cap / test reservoir locks in place properly. The history download was successful using thus software and the crest software did not have to be used. Unit received with critical pump error (open book image) due to moisture damage on stack electronic assembly. Pcba2 was swapped with test pcb and pump powered up after battery installation. The pump was cut open and moisture damage was found on the keypad connector on j1/pcb 1, j6 connector internal battery, j7 power connector, flex cable, battery tube assembly, motor and force sensor during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime, seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the critical pump error. The pump was received with a cracked case (corner of belt clip rails), faded serial number label, cracked keypad overlay and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump reservoir had cracked in case along battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.